Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of death and stroke, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that stroke was reported the day following procedure and ultimately led to death 2 says after. The cause of stroke is unknown but this patient was known to have history of atrial fibrillation, which is a condition predisposing to stroke. Relationship to the procedure cannot be excluded, but it is unlikely that the event was device related. The incidence of stroke after mitraclip procedure is low and does not suggest a specific risk associated with the device. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed for the patient death. It was reported that the patient discontinued taking apiban [apixaban] 4 days prior to the procedure. The mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Five thousand (5000) units of heparin were administered during the procedure. One clip was successfully implanted, reducing the mr to 2-3. A second clip was attempted, but grasping was difficult due to the challenging anatomy and the second clip was not implanted. On (B)(6) 2017, a CT scan was performed, which confirmed a left middle cerebral artery stroke. The cause of the stroke is unknown. On (B)(6) 2017, the patient died due to the stroke. It was noted that the patient had a do not resuscitate (dnr) order. No additional information was provided.